Event description:
In 2008, the pt reported the down button on his insulin infusion device is not properly responding. He stated he noticed this when he tried to give himself a bolus that did not go through. He said he was not looking at the display so he did not realize the bolus did not go through until he checked his blood glucose reading which was 525 mg/dl. When he tried to bolus for his reading, he looked at his display and saw the button was not responding. The pt stated he used the standard bolus feature to give himself a bolus which brought his reading down to his normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.